Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer tried to prime the tubing to address the issue, however the air bubbles remained. Customer did not have any supplies at time of call to change the supplies and declined follow up from tandem technical support to verify that the customer was able to resume insulin delivery. Customer¿s blood glucose level was 391 mg/dl.